Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that she was hospitalized due to high blood glucose. The customer's mother also reported that they received history check failed alarm, external ram error alarm and unexpected restart alarm. The customer's blood glucose was 400 mg/dl at the time of the hospitalization. The customer's blood glucose was 274 mg/dl at the time of incident. The customer's mother stated that a basal was not programmed before the unexpected restart alarm. The customer's mother stated that the insulin pump was not stored and was not in use for an extended period of time. The customer's mother stated that the alarm did not occur after inserting a new battery. The customer's mother stated that the alarms did not occur during the rewind and prime process. The customer's mother stated that the bolus amount was recorded in the bolus history. The customer's mother performed self-test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.